Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the canada. It was reported that the patient reported infusion set cannula remained in patient's body when infusion set was removed leading to high blood glucose. The issue occured twice since (B)(6) 2024. The infusion set was in use for 2.5 days. The site of location of infusion set was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.